Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a pre-operatively ruptured 7 cm abdominal aortic aneurysm. Vessels were moderately tortuous and moderately calcified. It was reported that the stent graft system was implanted successfully with no issues noted, and the aneurysm was excluded without any endoleaks. The next post operative day, the pt was taken off the ventilator and suffered respiratory arrest and expired. The physician stated that the respiratory arrest was unrelated to the devices and that the pt may have been taken off the ventilator too soon. No additional info was provided and no autopsy was performed.

Manufacturer narrative:
(B) (4). Eval results: (death). (Pre-operatively ruptured aneurysm, respiratory arrest). (Treatment of a pre-operatively ruptured aneurysm).